Manufacturer narrative:
(B)(4). Conclusion code no longer applicable.

Event description:
Additional information later received reported that the patient's catheter was twisted and kinked. The flipping pump caused the catheter to become twisted and kinked. The physician removed the entire existing catheter and replaced it with a new catheter. The pump was also moved from the abdomen to the buttocks where the pump was less likely to flip on the patient as the patient was large with lots of adipose tissue in the abdomen. The revision was done (B)(6) 2015.

Manufacturer narrative:
Product ID 8596sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter product ID 8 596sc, serial# (B)(4), implanted: 2015 (B)(6); product type catheter product ID neu_unknown_cath, serial# unknown; product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider regarding a patient receiving an unknown drug via an implantable pump. The indications for use were noted as non-malignant pain and rsd/causalgia-complex regional pain syndrome. The healthcare provider reported that the patient suspected the pump was flipped. Per the healthcare provider the patient was coming in the day of the report. There were no symptoms reported. Diagnostics, interventions and outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.